Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user and spouse received an ¿alert 38/unable to proceed¿ on the ilet, consistent with a motor stall and failure to infuse, after which they were guided to restart the device and perform a dry run; the user was using a dexcom g7 and a 23"-6 mm infusion set, and glucose was elevated and later returned to 167. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in conjunction with a motor-related component issue that resulted in a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.